Event description:
Additional information indicated that lead revision was performed for this patient where this lead was partially out of service. This ICD remains in service. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.